Manufacturer narrative:
H3: product analysis: evaluation of the device determined that bearing fallout at tube distal. The likely cause of failure was identified as corrosion was also observable in the attachment's tube. It was noted that worn. This regulatory report is being submitted due to retrospective review through CAPA 672570. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported with the device of no alleged issue. It was reported that there was no patient impact. Additional information received stated that bearing fallout at tube distal were found during evaluation.